Manufacturer narrative:
(B)(6): the device was returned to the manufacturer for evaluation. It was visually confirmed that the tip of the instrument is broken. The above observations are consistent with inappropriate handling of the instrument, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary broke. No patient complications were reported.